Event description:
It was reported that "while loading the tlif trials into a pan after surgery, the stem on the 14mm trial had broken half way up on the stem. I immediately took the instrument out of the set."

Manufacturer narrative:
Add'l info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.